Event description:
The healthcare professional reported that during an endovascular embolization procedure, after the stent, a 4mm x 39mm enterprise 2 no tip stent (encr403900 / 8697553) was released in the target site, the physician observed that the proximal markers were fully opened / expanded, but the distal markers were unable to open. It was reported that ¿vascular blood flow was not smooth enough.¿ the physician attempted to massage the distal markers but the distal markers were still unable to open. It was reported that the procedure was prolonged by approximately 20 minutes; the procedure as completed ¿ no report of negative patient impact. It was also reported that ¿after surgery, relevant drugs were [administered] to the patient for treatment.¿ on 17-oct-2024, additional information was received. Per the information, the procedure was targeting a wide-necked unruptured aneurysm at the end of the internal carotid artery (ica). The patient has vessel calcification with observable plaque via radiography. Radiography also can see the slow flow of vascular blood, ¿not smooth enough¿ and it is unknown if this was due to the stent unable to be fully opened. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance during the advancement of the stent. The brand of the concomitant microcatheter was not known. The replacement stent was not another 4mm x 39mm enterprise 2 no tip stent (encr403900). The information indicated the following clarification to how the procedure was completed: ¿first, the physician used wire to massage the stent, radiography can see the tip of the stent marker moved, but there was still no improvement. And attempt was made to deliver a balloon through a high catheter for expansion, but the guiding catheter could not pass through, so it was abandoned.¿ the 4mm x 39mm enterprise 2 no tip stent remains implanted. The patient remains hospitalized. The physician did not consider the 20-minute procedure extension to be clinically significant; during this time, the physician was ¿trying to massage the stent and help open the tip of the stent.¿ the following medications were administered (not known if it was intravenously) immediately after surgery: tirofiban hydrochloride sodium chloride injection, other info was unknown. It is not known if the medications were considered to be an intervention to the reported issue with the stent not being able to fully expand.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697553. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 stent can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. Since the alleged incomplete stent expansion required additional interventions (i.e., use of a wire to massage the stent and intravenous medication to prevent thrombosis) in an effort to fully expand the stent and to preclude patient complications, the event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 04-nov-2024. [Additional information]: on 04-nov-2024, additional information was received from the cerenovus representative about the event description: ¿the stent was delivered to the target position through the microcatheter and began to be released. The operator half released the stent and observed under the image that 2 of the 4 markers in the distal end of the stent converged. However, the operator did not choose to withdraw the stent for re-release. The 4 markers were observed to be completely converged within 2 minutes after the stent was completely released. The operator observed that the arterial blood flow of target lesion was poor. First, the operator tried to use micro-balloon to massage the distal markers of the stent, but the distal end of the stent still couldn't be opened. Later, the operator tried to deliver the balloon (to dilate the distal marker of the stent), but since the operator tried to deliver the balloon for many times but couldn't pass through, the dilatation operation was abandoned. The operator ended the procedure. At present, the patient was in stable condition, and no complication report was received.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.